Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows one hemostar dialysis catheter implanted in a patient body and blood was noted to be leaking from the area connecting the catheter to the bifurcation. Therefore, the investigation is confirmed for the reported fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter was allegedly leaked. There was no reported patient injury.